Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress occurred. The sheath was replaced but the issue persisted. The balloon catheter was then replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.